Manufacturer narrative:
DHR review of the x-stem tibial implant (1834-0120, lot 2024050029) found no manufacturing, cleaning, packaging, or sterilization deviations and no non-conformances were identified. A revision is planned to replace only the tibial tray; the custom talus implant will be retained.

Event description:
The patient is experiencing loosening of the tibial component in a custom total ankle total talus arthroplasty. The tattr of the construct is well-fixed in the calcaneus and only the tibial tray is being revised. Investigation did not find any manufacturing, cleaning, packaging, or sterilization deviations and the implant was designed and produced as intended.